Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, the patient underwent fusion surgery on the lumbar region of her spine from l5 to s1 wherein rh bmp-2/acs was implanted from a transforaminal approach in the disc space, transverse processes and sacral ala. Post-op, the patient complained of increasing low back pain, and radiculopathy in her right lower extremity. The patient suffered from subsidence of the interbody cage and hypertrophic bone growth resulting in foraminal stenosis. The patient continued to experience chronic and extreme lower back pain, with pain radiating down her legs and into her feet, and numbness in her legs. She experienced difficulty sitting, standing and walking, and often fell due to the numbness in her legs. Her pain was exacerbated by any activity.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.